Event description:
It was reported via phone call, that the customer had blood glucose levels that rose to 500 mg/dl. The customer mentioned that she vomited for 6 hours which lead to acid reflex the customer stated that they were previously hospitalized and in a coma. It was also mentioned that the customer had cracks to the insulin pump. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.